Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a striated broken on radius, a striated opening on anterior, a sharp broken on radius, and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated broken on radius assessed as surgical damage consist in the use of some surgical tool. A striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive. A sharp broken on radius assessed as unidentified (tear) opening.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/23/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lump/nodule and capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture, lump/nodule and capsular contracture baker grade iii.

Event description:
Patient reported right side "a lump or thickening in or near the breast or in the underarm area.¿ healthcare professional reported events of right side rupture and capsular contracture baker grade iii. Device remains implanted.